Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was failing to clip, it was not clipping at all. The device worked fine for a few firings. Then it would jam with several clips at a time. The device would be cleared but tapping on the mayo stand and it would work for a few more firings. No clips fell into the patient and the device did not lock on any tissue. The case was completed with the same device. No adverse consequences reported.